Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause would likely be damage to the charged coupled device unit. The monitor displays a black screen with no image, possibly due to stress from use, external factors, or handling the event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope monitor shows a black screen with no image. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E1: full establishment name: (B)(6) hospital.. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.